Manufacturer narrative:
FDA report reference: mw5093814.

Event description:
The subject ICD was implanted in 2011. Reportedly, during the last follow-up, the estimated remaining battery was 3 % and it was explained to the patient that the ICD cannot be changed before having reached its end of life due to insurance policy. The patient experienced several shocks for 10 minutes and complained about dizziness, anxiety, shortness of breath and chest pain on (B)(6) 2020. A cardiac catheterization was then performed and the ICD was later interrogated. During this interrogation, it was observed that the lead was fractured and the elective replacement indicator was reached. A lifevest was ordered for the patient until a treatment decision is made. According to the physician, it was suspected that the lead fracture led to the multiple shocks, which resulted in the patient hospitalization.

Manufacturer narrative:
FDA report reference:(B)(4).

Event description:
The subject ICD was implanted in 2011. Reportedly, during the last follow-up, the estimated remaining battery was 3 % and it was explained to the patient that the ICD cannot be changed before having reached its end of life due to insurance policy. The patient experienced several shocks for 10 minutes and complained about dizziness, anxiety, shortness of breath and chest pain on (B)(6) 2020. A cardiac catheterization was then performed and the ICD was later interrogated. During this interrogation, it was observed that the lead was fractured and the elective replacement indicator was reached. A lifevest was ordered for the patient until a treatment decision is made. According to the physician, it was suspected that the lead fracture led to the multiple shocks, which resulted in the patient hospitalization.